Manufacturer narrative:
The short-to-shield was previously reported under MFR# 2916596-2020-01539. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop when positioned on their left side for an unknown surgery. This patient has a history of a short-to-shield. There was also a replace system controller alarm, and the patient's system controller was exchanged to their backup. The patient was also put on an ungrounded patient cable. A log file analysis found that the patient's pump stop and low speed events began at 11:22 am and ended at 11:31 am on (B)(6) 2021, when the controller was exchanged. The patient was upgraded on the transplant list for multiple pump stops and underwent a transplant on (B)(6) 2021. Related MFR #: 2916596-2021-04024.

Event description:
The patient's transplant was on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the low speed events, pump stops and reported alarms captured in the submitted log files. (B)(6) was returned assembled with the driveline (dl) severed approximately 8.5¿ from the pump nipple housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the bend relief hardware. (B)(6) appeared to have been exposed to a fixative agent prior to the pump¿s return for evaluation. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The returned portion of the driveline was tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the driveline segment revealed a breach in the insulation of the black wire approximately 5¿ from the pump housing. Further inspection revealed breaches in the insulations of the red wire approximately 5.5¿ and 6.5¿ from the pump housing; the orange wire approximately 7¿ from the pump housing; the yellow wire approximately 5.5¿ and 6.5¿ from the pump housing; and the green wire approximately 5.5¿ and 6.5¿ from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the black, red, orange, yellow or green wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the low speed and pump stop events that were confirmed through the submitted log file. Similar events could have occurred if the exposed conductors of the wires contacted the braided shield simultaneously or if the exposed conductors from two different wire phases contacted each other while the patient was connected to battery power. The relevant sections of the device history records for (b)96) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jun2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.